Event description:
It was reported that the latch sensor failed. The event occurred during testing.

Manufacturer narrative:
The affected device was returned for evaluation. Functional testing was able to verify the reported problem. Root cause remains unknown. The latch lock sensor was replaced. Visual inspection was performed. Unit passed all testing criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.